Event description:
As reported, the indicator window of a 7f exoseal vascular closure device (vcd) did not change color during the procedure, and the plug deployment button could not be pressed. Manual compression was applied to achieve hemostasis. There was no reported patient injury. The procedure involved treatment of vertebral artery stenosis using a retrograde approach. There were no visible signs of device or package damage prior to use. The femoral artery suitability was confirmed via angiography, including proper insertion angle; the vessel diameter was equal to or greater than 5mm; there was no visible calcium, plaque, or stent near the site; no stenosis over 50%; no prior closure or manual compression within 30 days; no pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm; and no difficulty connecting the vascular sheath introducer to the exoseal vcd. The indicator wire cowling locked into place with an audible click, and pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and introducer were retracted together until bleeding slowed or stopped. The physician did not place their thumb on the plug deployment button during retraction. The indicator window did not show any red color. Upon removal, the indicator wire loop was deployed and showed no anomalies. The device was returned for evaluation.

Manufacturer narrative:
The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the indicator window of a 7f exoseal vascular closure device (vcd) did not change color during the procedure, and the plug deployment button could not be pressed. Manual compression was applied to achieve hemostasis. There was no reported patient injury. The procedure involved treatment of vertebral artery stenosis using a retrograde approach. There were no visible signs of device or package damage prior to use. The femoral artery suitability was confirmed via angiography, including proper insertion angle; the vessel diameter was equal to or greater than 5mm; there was no visible calcium, plaque, or stent near the site; no stenosis over 50%; no prior closure or manual compression within 30 days; no pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm; and no difficulty connecting the vascular sheath introducer to the exoseal vcd. The indicator wire cowling locked into place with an audible click, and pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and introducer were retracted together until bleeding slowed or stopped. The physician did not place their thumb on the plug deployment button during retraction. The indicator window did not show any red color. Upon removal, the indicator wire loop was deployed and showed no anomalies. A non-sterile exoseal vascular closure device 7f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received partially depressed, while the guard was locked. The plug was not received for this evaluation, and the indicator wire was found retracted. An 8f non-cordis catheter sheath introducer was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white/red position. During this visual analysis no additional anomalies were observed to be reported. The functional deployment simulation evaluation could not be performed, as the unit was already activated, and the plug was no longer placed on the device. Nevertheless, the complete depression of the deployment lever was achieved showing that no impediment was present on the mechanism of the deployment lever. A high magnification microscopic evaluation was executed to evaluate the internal mechanism of the device. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿indicator window no change to indicator¿ was not observed during analysis of the returned device, as the window was received in full transition and the plug was not returned for evaluation. The exact cause of the indicator window event reported could not be conclusively determined because the condition of the returned device did not match the reported event, having been received with the window in black/white/red and the deployment lever partially depressed. During the analysis, the deployment lever was fully depressed with no issues noted. Based on the information available for review and product analysis, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. Additionally, the device was returned with an 8f sheath inserted into the 7f exoseal device. As reported in the product description within the instructions for use (IFU), ¿note: the indwelling vascular sheath introducer must allow the bleed-back port to extend beyond the distal tip of the sheath. The french size of the exoseal¿ vcd must correspond to the french size of the vascular sheath introducer in use.¿ usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.